Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap sigma, anastomosis should be performed using the double-staple method, resectate was separated using cs40g; normal intestinal tissue - not too thick, cdh could be closed without effort. When triggered, the surgeon had the impression that he did not hear the strong (familiar) cracking of the plaster ring, it sounded "quieter". After a proper ¾ turn, he opened the device, when removing it felt that the instrument was hanging / hooked somewhere; afterwards completely unclosed undeformed (in the original u-) brackets could be removed at isolated points, the anastomosis was insufficient. It was re-examined and the process repeated, with exactly the same result - same lot. A further re-examined and use of a cdh with another lot the surgeon was able to successfully complete the operation. No adverse consequences for the patient known.

Manufacturer narrative:
(B)(4). Date sent: 08/19/2020. D4: batch # u5a12e. Device analysis: the analysis results found that the cdh29a device (a) arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.